Event description:
The harmonic scalpel quit working a third of the way through the case. The machine was rebooted and it did not help. The cord was replaced and it did not help. Eventually the handpiece was switched out and it began to work again.